Event description:
I was outside of the room, when I saw his pump alarming, and went into the room. The pump said system failure and was flashing red. I transferred all the patient's medications onto a different pump with the help of the charge nurse. The patient was on very small dose of vasopressors, had the patient been on a larger dose this could have caused significant problems to the patient. The patient was also on sedation and vented. The issue was caught quickly, and no negative outcomes were observed. Internal (B)(4).